Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the live image was not available on flexvision monitor. Review of the log files didn't confirm the reported malfunction. The customer had switched the live image to another location but the issue persisted. The fse performed system troubleshooting and found that the flexvision screen box was black. So, the fse replaced the splitter in the r cabinet to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system's live image x-rays were not viewable on the flexvision monitor in the examination room. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.